Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the operator experienced arterial air alarms due to access flow problems. The operator removed both access needles to recirculate the blood in the cartridge circuit while recannulating. Arterial air alarms continued to occur and the blood in the cartridge circuit clotted before the operator could replace the access needles, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The blood loss has been attributed to poor arterial access flow. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide provides adequate instructions for troubleshooting air alarms and provides adequate steps for air removal. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.